Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the drive support cap is loose. The customer stated the he pressed the cap while connected. The customer was advised to follow their medically prescribe backup plan. Customer was advised that the device would be replaced.